Event description:
An infant patient required administration of surfactant which requires the patient to be intubated. The oxygen blender in the nicu was being used for the intubation process in order to provide an adequate supply of oxygen. After successful intubation, staff administered breaths however the infant's saturations did not rise. Attempts to change the mask, check connections and adjust the settings did not resolve the issue. With no clinical changes the infant was extubated then re-intubated. The heart rate dropped and chest compressions were administered. Respiratory arrived with a ventilator where the saturation immediately rose. Upon investigation it was discovered that the oxygen blender was only administering 21 percent and not a 100 percent supply of oxygen.